Event description:
It was reported that an intraocular lens (iol) shot out and opened while inserting into the eye and he almost could not get it out because it was opened. The surgeon had not touched the turner. The patient was not injured. Through follow-up, it was learned that another j&j lens with the same model and diopter was implanted in the patient's left eye. The original lens was discarded.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.